Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a leadless implantable pulse generator (ipg). Roughly nine months following implant the patient developed cellulitis and the patient passed away. No performance allegations were made on the leadless ipg.